Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 408 mg/dl. The customer had no symptoms. The customer treated the high blood glucose level with a manual injection. The customer reported inserted sensor and started bleeding. The customer states the site is not actively bleeding. The customer did troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level. The infusion set will not be returned for analysis.